Event description:
It was reported that during a clinical trial working on adaptive compression therapy for venous leg ulcers (harding et al. 2016), one of the groups of study used the profore (multi-layer bandaging system, smith & nephew) five out of 37 patients developed maceration in their wounds and required a medical intervention to preclude further injury. No further information is available about the patients' outcomes.

Manufacturer narrative:
The device intended for use in treatment or a control sample has not been returned for evaluation. Without this we are unable to complete an analysis to establish a relationship between device and the failure reported. However, this is understandable as the complaint has been raised following a published literature review of profore conducted in 2016. Medical/clinical investigation concluded that the information provided was via a literature review. However, without the requested patient specific information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A risk management review has taken place in relation to this complaint, the risk file states that when used with a dressing that does not allow fluid through the dressing, maceration can be caused. The risk analysis also states that reduced pore size of the knitted construction can lead to exudate pooling against the skin causing maceration a review of the instructions for use found adequate warnings, precautions relating to the product range. Profore is a multi-layer compression bandaging system developed to apply sustained graduated compression for the management of venous leg ulcers and associated conditions profore can be worn for up to 7 days, depending on the level of exudate. At the start of treatment, it may be necessary to change the bandage twice a week as the edema reduces. A review of the device history record has also not been possible, as no lot/part number has been provided, however all products released are done so according to design specification, there is no indication that the product failed to meet this. Complaint history for the reported failure has been reviewed, revealing further instances, however no further action is deemed necessary at this time. This investigation has now been closed and recorded as insufficient information to determine a root cause. We will continue to monitor for any adverse trends relating to this product range.